Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 25-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that when the patient was at their lead pull, they reported a loss of therapy shortly before the patient's lead was pulled. When the physician pulled her lead he noticed what looked like a fracture in the lead. There were no known factors that could be related to this. The patient had a great trial and subsequently went on for implant and is doing well. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 977d260, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis found no anomaly of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type screening device. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.